Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8.5cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 22-23mm in diameter and 20 mm in length. The aortic neck angulation was less than 30 degrees. There was moderate vessel calcification and mild vessel tortuosity. It was reported that during the index procedure, after ballooning, a type iii fabric or IV endoleak was seen at the location of the flow divider. The physician decided to implant a proximal 28x28x49 endurant ii cuff to correct the endoleak. After ballooning again an angiogram was performed and the endoleak was still present. The physician will monitor the patient. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.